Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log, caused by and occlusion of the air inlet path. In addition, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning, and software was checked.